Event description:
K-wire was placed into the scathoid and it was drilled and tapped. When the surgeon was pulling the 18mm screw out, only the blue head of the screw came out leaving the yellow portion in the patient. The yellow portion of the screw was then retrieved with no issue and the 20mm twin fix cannulated compression screw was implanted.

Manufacturer narrative:
Investigation in progress but not yet complete.